Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon broke the instruments while using them to protocol. Temporarily used the received date (B)(6) 2017 as an event date and alert date.

Event description:
It was reported that the surgeon broke the instruments while using them to protocol. Temporarily used the received date oct 31, 2017 as an event date and alert date.

Manufacturer narrative:
Product complaint # (B)(4).investigation summary: examination of the submitted device confirms the reported event.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the submitted device confirms the reported event. Device history lot: null. Device history lot: null. Device history review: null.